Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years post implant of this 20 mm pulmonary valved conduit in a (B)(6)-month-old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The valve was replaced due to severe regurgitation. Of note, it was reported that when the conduit was originally implanted, the surgeon removed the steel supporting ring from the conduit. No additional adverse patient effects were reported.